Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug injection and an unspecified medicine (doses, routes and frequencies not reported) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.